Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the device would not close. This happened with three devices. The site used a fourth device to complete the procedure. There was no patient consequence.